Event description:
It was reported the thunderbeat surgical instrument's tip broke during a therapeutic myomectomy procedure. The procedure was completed with a back-up olympus device. There was no delay, patient injury, or medical intervention associated with this event.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, d9, h3. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the issue is attributed to stress problems, however, a definitive root cause could not be established. Additionally, the investigation identified another reportable malfunction: the insulation pad was severely worn. Issue was also attributed to stress problems. It is likely the following led to the malfunction: 1. The worn of the tissue pad could have happened because ¿seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip or kept activating the output after a transection of tissue. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. 5. A force was applied to the probe causing it to break. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer info.